Event description:
It was reported that after 2-3 hours after being applied the second light next to okay lighted on. It was explained that if the air leak alarm is the only one that is lit, that means that a high air leak was detected and the therapy was not being delivered and that per clinical guideline the pump will try to automatically restart after an hour. The customer replied that the hour had already passed and the air leak was still lit. Troubleshooting instructions were provided but still, the okay green light and the air leak would both lit temporarily before it switched to air leak alarm only. The customer was referred back to the patient's nurse or surgeon to report current status and for further assessments. No back up was available.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaints history review was carried out across all pico 7 products, there have been further complaints reported with this failure mode in the past three years. The device was used for treatment. As the device has not been returned, a thorough product evaluation could not be carried out. Potential causes for the issue experienced are: 1. Dressing not applied properly, without creases and fixation strips 2. Filter/port not adhered to dressing correctly 3. Connector not correctly fastened and secured to the pump 4. Tubing trapped, folded over/kinked causing a blockage 5. Dressing integrity has been compromised. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.